Event description:
It was reported that a dehp-free solution administration set could not be disconnected. This occurred during patient infusion. The reporter stated that when the nurse attempted to remove the distal luer, it broke in the stopcock of the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer has indicated that the device is available for evaluation. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection did not identify any nonconformances. Should additional relevant information become available, a supplemental report will be submitted.